Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging pad for the ilet bionic pancreas was not charging despite attempting an alternate power outlet, and a replacement charger was arranged. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included customer interview and basic troubleshooting. Investigation of this case revealed the device accessory did not function as intended and the issue was reproducible by the user. It was concluded that the charger malfunctioned and replacement was warranted, with no patient harm.